Event description:
During a preventive maintenance the co representative noted that when the recorder was turned on the traces moved on the display and the charge led would fast charge intermittently.